Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on the morning of (B)(6) 2015 she was playing with her granddaughter when her hands began to shake. Customer attempted to self-treat with insulin but experienced a loss of consciousness. Customer's daughter called the paramedics and upon their arrival, customer was transported to a local hospital where she was diagnosed with hyperglycemia. Customer stated she could not recall what, if any, treatment was provided by the paramedic but stated when she awoke in the hospital she was "attached to an IV". Customer could not provide the contents of the intravenous treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.